Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing-related cause for the event. The lot met all release criteria. This is the only complaint reported for this log number for this failure mode to date. The device was returned. The investigation is confirmed for a complete outer circumferential break. The investigation is inconclusive for retraction issues as the original sheath was not returned and functional testing could not be performed with an in-house sheath due to the condition in which the sample was returned (i.e. Circumferential break). The edges of the outer catheter shaft break were jagged and stretched, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event; however, the definitive root cause could not be determined. See scanned page.

Event description:
It was reported that after an inflation in a fistula with a pta balloon, the outer catheter shaft broke during retraction into the introducer sheath. Another balloon was used to complete the procedure without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with the date of event, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.